Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions and assisted the caller in resetting the pump. Once the pump was reset, the error code did not reappear, and the caller was able to successfully start their sensor session.